Event description:
Reported discrepant sars results for (B)(4) symptomatic patient. The customer communicated that the patient initially tested negative with a rapid antigen test. When the customer ran the sample on solana, the patient was reported as positive. The customer repeated the assay from the heat lysed specimen, the test was negative. When another tech ran the assay the 3rd time from the beginning, the sample tested negative. No additional pcr confirmatory testing was done.

Manufacturer narrative:
Investigation conclusion: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. A quidel representative visited the site and found some procedural errors that may have led to contamination or erroneous results. Root cause: unable to determine; suspected contamination. Source: phone.